Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Complaint meets criteria.

Event description:
Boston scientific received information that the patient's right ventricular (rv) lead exhibited high pacing thresholds. This rv lead was then explanted. No additional adverse patient effects were reported.